Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunction alarms occurred. In addition, it was reported an occlusion alarm occurred. Customer declined troubleshooting for the reported occlusion with tandem technical support. Customer¿s blood glucose level was 173-264 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.